Event description:
It was reported that intermittent alarms occurred. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin therapy.